Event description:
It was reported that during a training/demo of the da vinci system, the customer experienced 319 errors on the universal surgical manipulator (usm) 2 flex fiber. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the proximal set up joint (psuj), distal set up joint (dsuj) and flex 2/3 fiber cable on the patient side cart to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psuj and the dsuj were analyzed and the reported issue was confirmed but not replicated. The report stated that the fse pinpointed the 319 errors to be on the flex fiber and that the suj's were used for troubleshooting purposes with no known issues with them. Upon visual inspection, no issues were found that would be related to the reported event. The units were installed on a golden system in normal mode with no related errors. The unit were also installed on a testing system where all relevant tests passed with no errors in the log either. As a result of these findings, failure analysis was able to conclude that the fiber cable is consistent with the fault and is the potential root cause for this issue. The flex 2/3 fiber cable was analyzed and confirmed with electrical and fiberoptics defects resulting on errors during testing. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of the failure analysis testing, the probable root cause is attributed to a component failure on the flex fiber cable.